Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2008 and aris transobturator sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with hysterectomy, due to uterine prolapse, cystocele, rectocele, pelvic relaxation. The patient underwent a surgical procedure on 12/10/2008 and aris transobturator mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient experienced pain, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent excision of vaginal mass, mesh, diagnostic laparoscopy with lysis of adhesions on 03/09/2006 due to dyspareunia, vaginal mass [mesh]. The patient underwent incision and drainage of vaginal cuff hematoma s/p excision of vaginal mesh on (B)(6) 2006, cystoscopy and aris transobturator tape mesh [coloplast] on (B)(6) 2008 due to possible mesh erosion and stress urinary incontinence, mid-urethral mesh adjustment, cystourethroscopy due to mid-urethral mesh migration. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematoma. It was reported that patient underwent mesh removal and diagnostic laparoscopy with lysis of adhesions on (B)(6) 2006 by (B)(6) due to dyspareunia and vaginal mass. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy and nichols sacral sacral spinous colpopexy.